Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications and failed back surgery syndrome leg/back. The reason for call was patient reported they were reprogrammed yesterday and as soon as they left the clinic they got shocked from the stimulation. Patient stated they went back to the clinic and the healthcare provider had already left. Patient noted they turned their stimulation off and when they got home they were getting shocked throughout the day. Patient reported all through the night they could not lay down at all and they were shocked horribly. Patient mentioned they were supposed to have surgery tomorrow for skin cancer and they did not know how they would do that if they couldn't guarantee they would not get a shock. The patient was redirected to their healthcare provider to further address the issue. An email was sent to the field. Pt called back and asked if rep had responded. Pss reviewed that the rep had responded. Pt repeatedthat they are getting shocked when in certain positions with stim off. Resending a request a back to the fiel -  suggested that pt contact the healthcare provider (hcp) office to have the ins / leads checked.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: lead, product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024. Product type: lead. H10: please see previously reported information in related regulatory report provided. Information has been merged together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024: information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient w ho was implanted with an implantable neurostimulator (ins). It was reported that there was lead migration. Leads migrated into the lateral recess of the epidural space sometime from original surgery to 2 week post op. Leads were removed and new leads placed back in the posterior epidural place and programming coverage was restored in post op. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. 2025-jan-08: additional information was received from a manufacturer representative (rep). The rep reported that the patient¿s leads had migrated post implant causing the ¿shocking.¿ the patient had a lead revision done. This resolved the issue.